Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence on multiple occasions. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.